Manufacturer narrative:
The instrument was returned and evaluated. The complaint of the jaws not closing properly was confirmed. One grip was bent, causing side to side misalignment of grips. There was a .032 offset at the instrument tips. Electrical continuity passed. Engineering concluded the damage was likely due to mishandling. Additional damage found was a couple of deep scratches on the distal end of the main tube exhibiting light material removal and a rough surface finish. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy the jaws of the fenestrated bipolar forceps instrument did not close properly. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.